Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is in 2018. Expiration date: unknown, as the serial number was not provided serial number: unknown, information not provided. Unique identifier (UDI) - unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the tecnis multifocal intraocular lens (model zlb00 +20.5 diopter) the patient ended up myopic 20/80, -4.5. Additional information was received and it was learnt that the lens was explanted on (B)(6) 2018 and another lens with different power was implanted as a replacement. The patient was reported doing well and visual acuity was 20/25 day-1 post-op. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.